Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lar procedure. Reportedly, the anvil did not tilt and there was bowel leakage. The surgeon performed a colostomy and oversewed the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.